Event description:
Additional information was received from the consumer 2020-01-23. It was reported patient¿s 2005 lead is still implanted and in use with his new device. There was too much scar tissue over the lead and too much risk of worsening an infection. Also, even if it was removed, they might not even able to implant a new lead in the same position because the doctors were unsure if the infection went all the way up his back. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 3587a, lot#: lc4496, implanted: (B)(6) 2005, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot#: lc4496, implanted: (B)(6) 2005, product type: lead. Other relevant device(s) are: product ID: 3587a, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for unsuccessful disc surgery, radicular pain syndrome (radiculopaties), complex reg pain syndrome type 1, and failed back syndrome. It was reported that the last lead that was put in the patient's spine has been left in because it was a paddle lead, the lead was all the way up to the patient's t level, and was put in deep. The patient reported that the lead was still operating, was in the patient, was there for good, and there was not getting the lead out. The way the lead was anchored in and it would not be taken out. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.